Event description:
Cover screw could not be removed from dental implant. Implant needed to be removed.

Manufacturer narrative:
Screw should be treated according to instruction for use to prevent this from happen. User should have consulted instruction for use.